Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger.

Event description:
The patient via manufacturing representative reported that the desktop charger connector pin was bent. The patient also reported that they have been unable to charge their device and that it is was in a discharge mode. The patient stated that their stimulation stopped two days prior to the report. The patient was transferred to repair. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.